Manufacturer narrative:
Based on the claim against the product by the customer noting that the clip was not staying, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. When the tips of the instrument grips are bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding "clip is not staying" was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observation not reported by the site and not related to the reported issue: signs of corrosion were found on the large hem-o-lok clip applier instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is a reportable malfunction due to the following conclusion: it was reported that the clip was not staying. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgical staff from the operating room stated that the clip was not staying. The procedure outcome is not known at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.